Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.should additional information become available a supplemental record will be filed.motors scrapped.

Event description:
Foot motor not holding in up position.